Event description:
I purchased the owlet before my child arrived in (B)(6) 2024, a few months in my sensor went dead so I used the warranty to receive a replacement. The new sensor has also now gone dead in less than a year. The warranty is supposed to cover these devices for up to a year but I am being told that is no longer the case. I've seen reports online of many others suffering with faulty sensors that die after a few months. With this product being as expensive as it is, I would appreciate if they would uphold their warranty or ensure their products were built to last that time frame. I feel they are cutting corners and using cheap products when it come to babies lives which is unacceptable. Referenced report-mw5185301.